Event description:
Description from the customer report: "incident of leakage of quadrox (pls set) at button part during use for vv ECMO. The leakage was occured within 3 days after initial of procedure. Customer monitoring amount of blood leakage and performance of gas exchange and found that there were small affect on leakage and performance. But changing of new circuit was consider". Additional info received on (B)(4) 2015: leakage at gas outlet; product was not replaced; no effect for the pt as observation from nurse staff and perfusionist; blood loss around 15 cc. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The MFR initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the mfg process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occur, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material MFR has initiated steps to report the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Additional info: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510 (k): k101153.